Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 stapler did not release easily the staples, causing stretching of the skin. It was unknown how the case was completed. There was no consequence to the pt. The device was not returned.